Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The devices is a palmaz stents but the lot numbers are not available. The citation is as follows: gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302. As noted in the publication gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case of implantation of a 29mm 4-9mm medium palmaz iliac stent for treatment of transjugular intrahepatic portosystemic shunt (tipss) revision. The palmaz embolized into the ivc (inferior vena cava) due to insufficient overlap. It was secured with second stent in the liver vein. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Procedural factors may have contributed to the reported event. As no lot number was supplied a phr could not be completed. According to the potential complications in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the publication gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case of implantation of a 29mm 4-9mm medium palmaz iliac stent for treatment of transjugular intrahepatic portosystemic shunt (tips) revision. The palmaz embolized into the ivc due to insufficient overlap. It was secured with second stent in the liver vein.